Event description:
On (B)(6) 2010, pt reported the menu button on the infusion device was not functioning properly. This was noticed after pt received e1 cartridge empty error. All other infusion device buttons continued to work as intended. Pt inserted a new battery, of approved type, and menu button remained unresponsive. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.